Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus, there was no endoscopic image displayed on the monitor when evis exera iii gastrointestinal videoscope when connecting the equipment to the video processor. There was video signal loss after equipment reprocessing, not during a procedure. It was reported that this could have been related to possible flooding of electronic components and damage to video components. Before starting the procedure, a functionality test of the equipment was carried out and the failure was observed. There was no message or error code on the screen. The intended procedure was therapeutic. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that no endoscopic image displayed on the monitor when connecting the equipment to the video processor; however; per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.